Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 19 events were reported for this quarter. Product return status. 1 device was not available for evaluation. 18 devices were evaluated in the field. Evaluation findings (results/components). 19 devices: material and/or chemical problem identified / coating material. Product disposition. 1 device: product not received. 18 devices: product disposition is not yet determined. Additional information. 19 devices were not labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 19 events for the failure: flaked. - 19 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99128 supplemental rationale corrected data: h11 19 previously reported events were included in this follow-up record. Product return status 18 devices were evaluated in the field. 1 device was not available for evaluation. Evaluation findings (results/components) 19 devices: material and/or chemical problem identified / coating material product disposition 19 devices: scrapped by stryker

Event description:
No change.